Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qwh3, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
A patient implanted for urinary dysfunction and gastrointestinal/pelvic floor reported that she was doing well and wasn't "wearing underwear" for a long time, but now she was afraid to go to bed because she was losing control with her bowels, starting about six months prior to (B)(6) 2015. The patient had lost weight in the last six months and also noted having a colonoscopy. In (B)(6) 2015, she was sitting on the end of a beach chair, the beach chair broke, and she fell and hit concrete. After that, she noticed multiple issues. She had a loss of therapy and it seemed as if the implantable neurostimulator (ins) had moved or turned around. The patient had been having difficulty with it, it hadn't worked, and she couldn't seem to "get it to stay" when she put it on. Initially she could get to a point where she felt stimulation, but it didn't last. The sensation was in a different location in the perineum rather than the right labia. She also didn't get the feeling that told her it was working. She had bowel changes and pain, although it wasn't constant pain. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.